Manufacturer narrative:
1/22/97 - supplemental report #3 sent to FDA. It has come to co's attention that on january 10, 1997, a supplemental report was correctly submitted under this registration number. Please disregard that report and refer to the one submitted on september 24, 1996 for the correct information.

Event description:
Device was used during a pneumonectomy procedure involving one pt. Reportedly, staples did not form properly during application resulting in bleeding from the staple line. The application site was oversewn and the procedure was completed without incident. The hosp has reported no pt injury.